Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "hospital cssd identified boney debris on 9mm distal reamer when checking in instrument. Customer notified me of this substandard instrument processing and delivery. Customer took image and forwarded it on to me. The instrument was then sent to be decontaminated prior to used." The product was not returned to depuy synthes, however photos were provided for review. See attachment resized_20230904_130646.jpeg. The photo investigation revealed that srom reamer blunt 9mm str had some white boney debris present in between two threads. Review of available photos shows that device is not damaged but some foreign material/ white boney debris is present on the device. This is may be the result of inappropriate decontamination process, at this moment it is impossible to determine the exact potential cause of issue. So overall event is confirmed but potential cause remains undetermined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the srom reamer blunt 9mm str would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be determined and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that there was boney debris on reamer. Did the event occur during sterile processing? --> no, did the event occur during field inspection? --> no, did the event occur during internal service activities such as calibration? --> no, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.